Event description:
It was reported that patient¿s right lead had migrated, but had still received good therapy where they needed it.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).